Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the right atrial (ra) lead impedance and sensing were within normal limits. After the procedure a repeat test showed high undefined bipolar and unipolar impedance on the ra lead. Imaging of the lead and header were noted to be unchanged and normal from implant. It was noted that the doctor felt they may have fractured the lead with the scalpel. A check done the following day showed the same results. The ra lead was programmed off. No patient complications have been reported as a result of this event.